Event description:
Later confirmed, rupture. Discovered by mammography and confirmed by MRI. And capsular contracture, baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d9/h3: analysis of the device provided below is from received photos. The physical device has been received. And analysis has not yet been completed. A supplemental medwatch will be submitted, upon completion of the physical device evaluation. Device photo evaluation: visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Malposition: unable to observe, as it is a medical event. That is not related to the device. Crease/folding of implant: no observed. Wrinkling: no observed. Deformation: no observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, with "wave folds, and rotation". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Crease/ folding of implant: creases were observed. Wrinkling of the skin: unable to observe as it is not related to the device. Deformation: no deformation observed.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, with "wave folds, and rotation". The device has been explanted.